Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
As a 22mm amplatzer septal occluder (aso) was being deployed, thrombus was observed in the heart when the aso was on the delivery cable. The aso was retracted and the patient was referred for surgery to remove the thrombus. The device was not suspected as the cause but it was unknown whether the patient was on an act regimen prior to implant and inadequate heparinization was suspected.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.